Event description:
During t2 tibial nail surgery, the surgeon used rigid reamer. When the surgeon checked x-ray image, a metal piece was seen. The surgeon removed the metal piece.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary : the reported issue was confirmed. The evaluation revealed the rigid reamer ø10 mm to be the primary product. The other reamer was classified as concomitant product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for more than 2 years we presuppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The broken cutting tips, the breakage surfaces and the hitting marks on the cutting edges indicate that the reamer had several heavy contacts to a hard object (metal); maybe the reamer sleeve and/or the inserted k-wire or guide wire. The reamer is hardened to approx. 55 hrc, therefore the material tends to break and not to bend. Therefore a carefully handling is necessary like recommended in the IFU. Only three broken cutting tips were returned, but all six cutting tips are broken. The actual location of the three missing cutting tips is unknown. No discrepancies were detected during risk analysis review.

Event description:
During t2 tibial nail surgery, the surgeon used rigid reamer. When the surgeon checked x-ray image, a metal piece was seen. The surgeon removed the metal piece.